Manufacturer narrative:
The lot number was not provided so a device history record review is not possible. A review of this product on the post market complaint system does not show any adverse trend for this type of report. The precautions in the IFU state after application of the oral endotracheal tube fastener, check the patient frequently to ensure that both the oral endotracheal tube fastener and the et tube are secure and all tubes are correctly positioned. In addition, it states to reconfirm position, depth of intubation, and patency of the et tube or other airway device during and after any change in patient's head, neck, or body position, or any change in the location of the fixation device. The device sample was not returned for evaluation. The user facility did not provide any further details about the reported event so no further investigation can be conducted at this time. Patient demographics estimated since actual information not provided.

Event description:
It was reported that a patient in the prone position had an accidental extubation, possibly due to the et tube having a lot of secretions. The patient had the hollister anchor fast oral endotracheal tube fastener in place at the time. The patient needed to be re-intubated. No other information is know.